Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 concurrently with cystoscopy due to stress urinary incontinence, vaginal prolapse and pelvic floor repair with large cystocele and rectocele. On (B)(6) 2009, the patient had intepro lpp y-sling by ams implanted concurrently with repair of enterocele, robotic assisted sacrocolpopexy and lysis of adhesions due to pelvic floor relaxation with a large enterocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision of eroded vaginal mesh and repeat enterocele repair with closure of apex on (B)(6) 2013, due to vaginal pain, vaginal mesh erosion, and recurrent enterocele.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems. It was reported that the patient underwent exploratory laparotomy, lysis of bowel adhesions, retroperitoneal exploration for excision of pelvic mesh and closure of vaginal apex, cystoscopy on (B)(6) 2015 due to pelvic pain. (B)(4).